Event description:
The reporter stated that he did meter to hcp meter comparison tests, side by side, within 10 minutes of each other. His meter reading was 134 mg/dl and the hcp's meter (type unknown) result was 254 mg/dl. He did not have any symptoms. A control test was not done due to unavailability of supplies. On followup, the lifescan representative reviewed qc procedures with the reporter.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8